Manufacturer narrative:
Insulin pump monitored for several days. Unit received with all operating currents within spec and passed a21 error test and displacement test. No unexpected a47 alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. Insulin pump received with cracked case at the display window corners, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Customer was able to successfully clear the alarm, able to complete rewind. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.